Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened with nodular calcification, markedly limiting cusp mobility and creating incomplete coaptation. Fibrous pannus ingrowth was found on the inflow and outflow surfaces of each cusp. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
Five years post implant, the patient had increasingly elevated gradients, renal insufficiency and hyperphosphatemia. The valve was explanted and the cusps were noted to be stiff with calcification. A 25 mm mechanical valve from another manufacturer was implanted. The patient was reported to be stable and recovering.

Manufacturer narrative:
(B)(4).